Manufacturer narrative:
Concomitant: 4092-58 lead, implant date: (B)(6) 2008; 5076-52 lead, implant date: (B)(6) 2017.

Event description:
It was reported that the patient experienced pain at the pocket site. The implantable pulse generator (ipg) device was revised sub-pectoral and remains in use. Additionally, a few days after the revision, the right atrial (ra) lead exhibited low impedance and failure to capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.